Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was an inaccuracy between the dose intended and dose recorded. The dose was greater than 1.0 unit of insulin. No harm requiring medical intervention was reported. The inpen will be returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage to inpen was noted. Customer reports: inpen app is not recording the doses accurately. The inpen paired to the commercial app with small pairing dose. My inpen menu displayed: I dosed 4.0u slowly holding knob and button together x 4 times. Only two doses 0.5u and 1.0u were recorded. Inpen did not register 2 doses that were dial and did produce 2 false doses. The inpen was cut open and no physical damage noted to flex connector solder joints, normal grease application. However, a bent encoder contact was noted. A battery test was perform and battery at 3.0 volts. In conclusion: it was determined that bent encoder was the possible cause of dose log anomaly. Inpen produce false doses in the app log during testing. The customer complaint of inpen app logging different amount given via inpen is confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.